Event description:
A review of the events indicated that patient samples tested on the neo iris, automated blood bank system produced inaccurate results. A review indicated that patient sample tests using the neo iris automated blood bank system produced one (1) false negative result for the anti-e antibody; one (1) false negative result for the anti-k antibody and one (1) false negative for the anti-fya antibody. Three (3) instrument malfunctions produced inaccurate abo using the abo forward typing assay based on a historical result for the patient; inaccurately typing anti-d, anti-a and anti-b. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. No single reason for the false negatives were determined and the malfunctions were allocated against the analytical instrument.

Manufacturer narrative:
Additional serial number (B)(4).